Event description:
During patient cannulation, the caregiver noticed a "red ring" at the end cap. The thought of potential contamination with red colored substance in fistula line at the cap, the needle was withdrawn and different lot used with desired results. The lot numbers involved have been taken out of service.